Event description:
A customer reported that the system turned off on it's own during a vitrectomy procedure. The procedure was completed using illumination from an alternate system, with a delay less than 15 minutes. There was no impact to the pt.

Manufacturer narrative:
The company rep examined the system and performed general cleaning of the electrical contacts. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system the root cause could not be determined conclusively. (B)(4).